Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink continu-flo solution sets were leaking due to holes in the tubing. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : one (1) sample was received for evaluation. Visual inspection using naked eye observed a hole in the tubing. Functional testing including pressure and clear passage were performed which revealed the leak. The reported condition was verified on the returned sample. The cause of the condition could not be determined. The second sample was not returned; therefore a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.